Event description:
Customer reported that she was hospitalized. Blood glucose value at the time of the admission was 813 mg/dl; treated with insulin drip. Customer was advised by her doctor to go to the hospital. Customer stated that it was determined that the incident was cased by the cannula being bent. Customer declined to troubleshoot. Customer mentioned she was also hospitalized on (B)(6) 2014 for high blood glucose of 622 mg/dl; event was already reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-67556 for the other hospitalization mentioned.